Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure the helix of the right ventricular (rv) lead would not extend upon an attempt to reposition the lead. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.